Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the end user called, while he was tilting back, the chair stopped tilting on its own, and the chair would intermittently start driving, when he was not hitting the joystick.